Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g4; h2; h3; h6. Reported event was confirmed by review of medical records noting patient presented with elevated metal ion levels but no pain. During the surgery, milky cloudy fluid was encountered consistent with metallosis. Synovium limned with black metallosis debris and was debrided. A small cyst and osteolysis was evacuated from behind the acetabular component. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: rd118856 ¿ m2a cup ¿ 528860, 112094 - metaphyseal ¿ 961750, 11-112013 ¿ distal stem ¿ 626360. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2019 -05633.

Event description:
It was reported that a patient underwent a right hip revision approximately 13 years post implantation due to elevated metal ion levels. During the surgery, milky cloudy fluid consistent with the metallosis pathology was evacuated from the joint. The entire synovium was lined with a black metallosis debris. Black metallic debris was discovered behind the acetabulum and extended completely from the posterior to the anterior aspect of the acetabulum and a small cyst was evacuated. Attempts have been made and additional information on the reported event is unavailable at this time.